Event description:
A hospital reported a patient underwent a heart bypass surgery, and during surgery, the electrosurgical patient plates, 8180f were applied. A burn on the back of the right shoulder was observed upon post operative removal of the electrosurgical patient plates. The use of plates were reportedly followed according to the IFU [instructions for use], and the patient is receiving the continuous treatment at the hospital (treatment type not specified) that is a required intervention to prevent impairment, damage and serious injury.

Manufacturer narrative:
H10: an investigation into this lot was performed, and no quality issues were identified. No samples or photos of the actual patient plate used in this case were received although samples of unused products were provided. The unused samples were tested and met specifications. Without a sample of the actual patient plate, it is not possible to perform any tests to determine if the actual patient plate met specifications. The instructions for use (IFU) states to reduce the risk of burns, all instructions should be followed as per the instructions for use provided. The site must be clean, dry and free of hair at application site. The patient plate should not be overloaded with too much current. If the electrosurgical device or active accessory was activated for a longer period of time of time than recommended per the IFU, it is possible this could overload the patient plate with too much current and result in a patient burn. The IFU also states that to reduce the risk of patient burns, the lowest possible power setting should be used; short activation times should be used and if long activation time is necessary to allow for time between activations to allow the tissue under the patient plated to cool; and if the desired surgical effect is not received to stop and verify the correct distention/irrigation solution and good patient plate contact before proceeding with electrosurgery or increasing the power setting.